Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was returned for evaluation. The investigation is confirmed for partial deployment, but unconfirmed for break. The root cause could not be determined. The device was labeled as since use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model fem10120, endovascular stent graft, allegedly experienced a break and a misfire. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.